Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 1cm inaccuracy after registering the patient with touch-n-go. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
No further subsequent issues reported. Unable to determine root cause with available information.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Medtronic representative following-up at the site reported the surgeon stated noting the inaccuracy after the incision was made, (B)(6) may have been related to changing the frame. No further issues have been reported.